Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing. Medwatch field e1. - the full facility name was provided as "(B)(6) hospital".

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas 8000 ise module. No questionable results were reported outside of the laboratory. The initial results did not agree with the clinical diagnosis of the patients and they were repeated. The first sample initially resulted in a na value of 106.56 mmol/l and it repeated as 142.18 mmol/l. The second sample initially resulted in a na value of 134.49 mmol/l and it repeated as 147.56 mmol/l.

Manufacturer narrative:
The field service engineer visited the site and resolved the issue. It was asked, but it is not known what actions were performed. The investigation could not identify a product problem. The cause of the event could not be determined.